Event description:
The surgeon reported a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental kenn (mck) implant system. During trailing of the tibia, the surgeon observed that the trial appeared to be shifted approximately 3 mm laterally. All rio accuracy checks passed. The surgeon determined that the proper course of action was to redrill the post holes manually. The surgeon was happy with the final implant placement.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was performed at mako surgical. The root cause at this time is inconclusive. Although there is data to rule out tibia array movement, there is no data at this time to rule out the possibility of a base array movement. Additionally, the post hole resection technique is suspected as it could have created a bigger than expected post hole, which may have lead to a looser fitting implant. There is no application data to show the tibia trial/implant shifter 3mm, however bigger post holes my have caused the trial/implant to shift and allow the surgeon to perceive the post holes were resected incorrectly. At this time, all data reported from the rio indicate that the rio operated as expected.